Event description:
Device malfunction: difficult to remove, vessel locator wings did not retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, the device was difficult to remove. It was noticed after the device was removed that the vessel locator wings did not retract as expected. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.